Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the device turned off and wouldn't turn back on. Customer's blood glucose was 168 mg/dl. Customer was advised to clean the battery cap. Customer will not be returning the device for analysis.